Event description:
It was reported the patient was experiencing continued and increasing diaphragmatic pacing. The left ventricular lead was tested at different polarities and reprogrammed. The right ventricular lead was found to have intermittent loss of capture. The amplitude was reprogrammed. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.